Manufacturer narrative:
The investigation for the hemolysis, ventricular tachycardia, access site bleed, and positioning issues has been completed. Hemolysis was observed on the 7th day of pump implant after the pump was observed to be out of position. The pump was explanted. Therefore, the root cause of the hemolysis issue was most likely improper positioning of the device. The root cause of the positioning issue, ventricular tachycardia,and access site bleed was not determined since product was not returned and insufficient clinical information was provided. Corrections to the initial MFR report: added d6a/d6b. F6/f8 should have been left blank. G1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: hemolysis: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis arrhythmia: nothing beyond study data.

Event description:
The user facility reported a 62-year-old male of unknown ethnicity with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient experienced a series of adverse of events that led to the premature explant of the device. Three days after implant, repositioning of the implanted impella 5.5 pump was required and resulted in the patient experiencing ectopy and multiple runs of ventricular tachycardia. Amiodarone was administered and the epi drip was decreased to manage the condition. As support continued, a pocket hematoma was discovered at the axillary site. The following day, a position in aorta alarm was triggered and a transthoracic echocardiogram (tte) revealed that the inflow of the pump was above the aortic valve. Attempts to re-cross the valve was unsuccessful and the patient's labs showed signs of hemolyzing. Due to the noted conditions, the decision was made to explant the pump. The pocket hematoma was evacuated/washed out, and the site was successfully closed.